Manufacturer narrative:
Customer contact reports no patient information available. A ge healthcare service representative performed troubleshooting of the system with the hospital biomed remotely. There is no information on repair.

Event description:
The hospital reported an error message requiring a system restart resulting in the loss of mechanical ventilation. There was no report of patient injury.